Event description:
Placed PICC [peripherally inserted central catheter] yesterday with no issues and found object on chest xray and no mention on report. Looked at previous chest xray on [redacted] and same object showing with no mention on report. Reviewed past xrays and found object on [redacted]--approximately 2 months ago with no mention of object and [redacted]-the following day xray report shows mention of object. Reported to managing staff this morning [redacted] and reported to dr and ir [interventional radiology] consult ordered this morning.